Manufacturer narrative:
Livanova (B)(4) corp. Will be listed as the manufacturer until further information is provided on the serial number of the device and thus the location of manufacture (livanova (B)(4) corp. Vs sorin group (B)(4)).

Event description:
It was reported that a medium perceval was implanted (B)(6) 2017 during a CABG/avr. Two days later a echocardiogram revealed significant paravalvular leak. A new magna ease was implanted. This was the first proctored case for the surgeon and they believe the issue was a deployment/positioning issue of the valve. Post-op echocardiogram only showed a mild leak that the surgeon believed would fix itself but after 2 days it had worsened enough to where they needed to replace. The valve was not positioned 100% perpendicular to the annulus. Patient has since been discharged and has been doing fine despite an unrelated renal issue.